Event description:
As reported by the user facility: event # 1: reports there were two chemo spills this week in the cancer center. There was 25ml of etoposide that leaked from the b. Braun outlook safety infusion set. The patient notified the nurse that medication was leaking out. The nurse swapped out the IV line that leaked with another one from the IV pharmacy. Evs and safety responded to clean up the spill. There was no injury to the patient. Today, a leaked was noticed around the vent cap

Manufacturer narrative:
(B)(4). The actual devices involved in the reported incident were not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. The DHR record for the reported lot number was reviewed and no nonconformances or abnormalities were noted during in-process or final product inspection. If additional pertinent information becomes available, a follow-up report will be filed.